Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, the fox sv balloon catheter ruptured at 6 atmospheres during the first inflation. The balloon and delivery catheter were removed from the body, and there was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.